Event description:
On (B)(6) 2025, a patient underwent a powerport m.r.I. Isp placement procedure via the subclavian vein, with the catheter tip positioned at the right chest wall. On (B)(6) 2026, the patient experienced fluid leakage and pain. Subsequent angiography confirmed a catheter rupture. The device was retrieved by the interventional department and leak identified at subcutaneous. The patient¿s current status is unknown. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a powerport m.r.I. Isp placement procedure via the subclavian vein, with the catheter tip positioned at the right chest wall. On (B)(6) 2026, the patient experienced fluid leakage and pain. Subsequent angiography confirmed a catheter rupture. The device was retrieved by the interventional department and leak identified at subcutaneous. The patient's current status is unknown. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The partial break was noted on the catheter proximal end of the catheter. Leak occurred due to partial break. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.